Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 4194-78 lead implanted: 2007 (B)(6); 5076-45 lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient received multiple shocks for t-wave oversensing. The patient was noted to have transient elevated t-waves secondary to a fluid and electrolyte imbalance. The patient's fluid imbalance was corrected. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.